Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device has smoke with burnt plastic smell. The patient alleges irritation to the throat and lungs. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the dream station 2 advanced auto CPAP device has smoke with burnt plastic smell. The patient alleges irritation to the throat and lungs. There was no report of patient harm or injury. The reported event of irritation to the throat and lungs and its reported severity was reviewed by the manufacture¿s clinical expert. This event is assessed as product problem. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to product problem. Section h1 has changed to reflect a product problem. Section h6 health effect- impact code has been updated.

Manufacturer narrative:
Additional information was received on 10/02/2024 and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the dream station 2 advanced auto CPAP device has smoke with burnt plastic smell. The patient alleges irritation to the throat and lungs. There was no report of patient harm or injury. The reported event of irritation to the throat and lungs and its reported severity was reviewed by the manufacture¿s clinical expert. This event is assessed as product problem. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil (product investigation laboratory) was able to confirm the device powers on, provides airflow, a known good, heated tube heats, and the heater plate heats. During confirmation of therapy, a slight indescribable odor was detected coming from the heater plate. There were no errors logged during the evaluation. During the investigation, manufacturer observed what appeared to be dried liquid spots on the water tank lid, water tank seal, and water tank. An unknown dust contaminant was observed on the water tank, ui display bezel, top enclosure, inlet/outlet seal, and center enclosure. Evidence of liquid ingress with potential mineral deposits was observed on the iso port. An unknown dust contaminant was observed on the blower, blower seal, blower box, and inside the inlet of the blower box. The heater plate was observed to having a charring to it. The issue of charring to the heater plate is addressed in CAPA 3350240. A brown, sticky substance was observed on the heater plate spring, likely due to the charring of the heater plate. An unknown dust contaminant was observed on the bottom enclosure and was able to be confirmed the complaint of an odor. In box d: device available for eval, device serviced by 3rdp? And date returned to mfg has been updated. In box h: device eval. By mfg?, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.